Event description:
It was reported that the physician tried to reposition the lead due to high dfts, but was unsuccessful. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.